Manufacturer narrative:
The product was returned and a thrombus was found wrapped around the tip of the impeller. The pump was unable to start in the lab, reproducing the pump stop failure mode. The pump was soaked in tergazyme and the majority of the thrombus was able to be removed. After the removal, the pump was able to run without issue. Suction alarms were still present as there was still small amounts of thrombus remaining. The root cause of the pump stop was determined to be ingested biomaterial.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while the patient was on impella cp support, the pump abruptly stopped operating. An attempt was made to restart the pump, but was unsuccessful. The impella cp was explanted and replaced with a new impella cp device. There was no allegation of patient harm.